Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the ventricular channel of the pacemaker exhibited far field p wave oversensing resulting in inappropriate consecutive premature ventricular contractions (pvcs) episodes recorded. Programming changes was suggested; no changes or interventions were reported. There were no patient consequences.